Event description:
Customer alleged discrepant blood glucose results of 221 mg/dl and 95 mg/dl when testing was performed back-to-back within 1 minute on the advantage system. Customer reported having no symptoms. Customer reported driving to ER and spending the day being observed. Customer reported no treatment was provided. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.